Manufacturer narrative:
This is 1 of 2 mdrs relating to the same reported event. Please also see MDR number: 2242816-2011-00090.

Manufacturer narrative:
This is 2 of 2 mdrs relating to the same reported event. Please also see MDR number:2242816-2011-00090.

Event description:
It was reported that during the procedure, while the physician attempted to reinsert a spacer at a different angle, the implant fractured. Both pieces were retrieved. A replacement spacer fractured also while trying to reinsert at a different angle. The procedure was completed with bmp and bone, no spacer was implanted at that level. Patient outcome: no adverse effect reported as a result of this event.